Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited the nozzle had foreign material. There were no reports of patient involvement.

Manufacturer narrative:
Per the customer¿s response, reprocessing was implemented in line with the instructions for use. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 months since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. The event is detectable and preventable by handling the device in accordance with the following sections of instructions for use (IFU): 3.3 inspection of the endoscope. Inspection of the endoscope. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. 3.8 inspection of the endoscopic system. Inspection of the objective lens cleaning function. Inspection of the water feeding function. Keep the air/water valve¿s hole covered with your finger. Depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens. Inspection of removing the remaining water from the objective lens after checking the water feeding function and while observing the endoscopic image, feed air by covering the hole in the air/water valve with your finger. Confirm that the emitted air removes the remaining water from the objective lens and clears the endoscopic image. Olympus will continue to monitor field performance for this device.